Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph displaying the 24g insyte-n autoguard. The device contained evidence of clinical use including red residual material within the catheter tubing. The catheter was still attached to the safety shield and the needle had not been retracted. The needle tip was seen protruding through the side of the catheter tubing near the distal end of the catheter. The catheter was bent where the needle exited out of the side of the tubing. This type of damage results when the needle perforates the catheter wall. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. Please refer to the IFU (instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review could not be performed as the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle splits the catheter. The following information was provided by the initial reporter: we are reaching out because we are concerned about our catheters on the unit. We attempted to start an IV today on a patient in pod 5 and the catheter kept splitting on insertion (see image). We had 3 catheters that did this on the same patient. I am reaching out to see if we can follow up with the vendor as well as obtain a new batch as maybe this current lot number may be defective. I appreciate your prompt response on this matter.